Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient's right atrial (ra) lead was fractured. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.